Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while calibrating the real intelligence robotic drill in a cori assisted tka surgery, an error message of "communication failure" was promoted. They tried to reboot the cori again but same error occurred. They tried to calibrate a backup robotic drill, but were unable and also received the "system time out" message. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the surgery, a new robotic drill was used to test the system and successfully passed the calibration page and no error was found.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) , intended for use in treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of the relevant log file (navio.log only) and screenshots was performed. Drill (B)(6) was used after another drill failed. Three system time out errors occurred before switching back to the original drill. While the exact error code is not present in the navio.log file, the system time outs occurred during motor homing and were classified as recoverable errors. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a faulty connection of the exposure motor encoder of the drill used during the case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) , intended for use in treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of the relevant log file (navio.log only) and screenshots was performed. Drill (B)(6) was used after another drill failed. Three system time out errors occurred before switching back to the original drill. While the exact error code is not present in the navio.log file, the system time outs occurred during motor homing and were classified as recoverable errors. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.